Event description:
After iabp for six hrs, the iab leaked back into the safety disk. The iab was removed and a second iab was inserted. On 7/27/98, datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report number 0000230038-1998-0025 and the following info was reported: an alarm sounded from the pump and the rn noted blood in the gas line. The pt's systolic blood pressure dropped and medications were adjusted. The iab was removed and a second iab was inserted. The pt's blood pressure returned to baseline. [Event complications]: none-rpt'd 7/7, 7/20/98; blood pressure dropped-rpt'd 7/27/98. [Pt's current status]: critical-rpt'd 7/20/98.